Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays provided were provided and were reviewed by a third party healthcare professional and states that there is posterior overhang of the tibial component and borderline increased posterior tibial slope (~5-7 degrees) although exact measurements cannot be performed on the provided image. Root cause for the reported issue was found to be user not following instructions. Additional steps for tibial bone preparation were recommended and a summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the surgeon is very concerned with the instrumentation interaction of the broach, handle, and sizing plate which he thinks is shifting the final placement of the tibial plate implant. Attempts have been made and all available information has been provided.

Event description:
It was reported that after completing the initial knee surgery, the surgeon was evaluating the initial postop x-ray which showed that the material base plate set posteriorly, causing a little overhang posteriorly and under hang anteriorly of the tibial plate. No medical or surgical intervention is being planned and the patient has not been experiencing any symptoms due to this. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.